Event description:
It was reported the patient is experiencing heating and itching at the ipg site when stimulation is on a high amplitude for an hour or more.

Manufacturer narrative:
This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.